Event description:
It was reported that during a meniscus repair surgery, after the deployment of t1, the fast-fix deployed t2 prematurely. T1 was removed from the patient. The procedure was completed without a significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Health effect - impact code updated. H3, h6: part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture was returned. The anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after the deployment of t1. The fast fix deployed t2 prematurely. T1 was removed from the patient. The procedure was completed without a significant delay using a back-up device. No other complications were reported.